Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06128. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to urinary incontinence. The patient experienced pain, urinary/bowel problems, dyspareunia, emotional distress, fear of public humiliation because of incontinence and vaginal scarring. On (B)(6) 2011, the patient underwent bowel resection/volvulus and exploratory laparotomy with lysis of adhesions due to small bowel obstruction. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.